Event description:
It was reported that prior to use salpingectomy, the activation button was difficult to press and the clamping mechanism became stuck after the first clamp and did not retrieve back. The blade was unable to extend and jaw is completely closed and struck. The knife blade does not protrude beyond the edge. A new probe was used to complete the procedure. There was no patient was involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no notable conditions. Functional testing found that the device's knife blade was difficult to advance. It required excessive force to pull the knife trigger. Additionally, increased force was required to clamp the jaws. The device was disassembled, a sticky, grease-like substance was found in both the shaft and the handle body. The presence of this substance inside the shaft impeded the movement of the knife blade, making it difficult to advance. The substance affected the overall mechanism and functionality of the device. More frequent cleaning of the jaws could have prevented the ingress and build up of the grease. The weld integrity and the device's tactile were inspected and were found to be within specification. The jaw gap of the device was measured and it was found to be within specification. No electrical or wiring issues were found. It was reported that the jaws was difficult to open and the unit switch/knob/button failed. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtro nic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.